Event description:
This lead was returned with oos documentation from biotronik representative. Per the oos, this lead became dislodged, and pulled back into the subclavian. This lead was replaced with a corox otw 85-bp. There are no adverse events reported for this patient.